Event description:
It was reported that during a lobectomy procedure, it had a difficulty in grasping the trigger from the first firing. The trigger eventually became not to be grasped at the fourth firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Jammed clip the sc60 device was returned in good visual condition and with a partially fired reload present. Upon further inspection of the device, a clip was found lodged in the knife slot preventing the device form activating the firing trigger. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The staple was removed and the device was tested for functionality with the returned reload; the device achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.